Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating, and users were unable to sign in. The technical support specialist (tss) found the station in unknown device mode with a retry error in the logs. Following knowledge articles, the tss backed up the database and resolved the error. A synchronization issue occurred due to a device name conflict, which was corrected by renaming the computer and rebooting. After confirming with the customer, the name was changed back to preop as previously used. The device synchronized successfully, and no further issues were found in the logs. The customer verified functionality. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to sign in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.